Event description:
The engineer reported that the ventilator compressor was running slowly and there was clunking sound as the compressor rotated and the device produced an audible and visual ventilator inoperative alarm. This ventilator is used for training purposes. No patient involvement. The engineer would like the compressor only to be repaired/replaced and all other components left as is.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspected compressor for investigation; however did not received the complete assembly. Upon inspection, a broken connector on the compressor driver printed circuit board cable assembly. An investigation was performed and the reported issue was unable to be duplicated as no failures/anomalies were reported. The suspected compressor operated within service specifications.

Manufacturer narrative:
The carefusion product support technician evaluated the ventilator, found a fan failure error and replaced the compressor and performed operational verification testing.